Event description:
It was reported that an ilet device¿s screen cracked near the unlock button while the user was at work, and the user continued to wear the device while awaiting a replacement, with blood glucose reportedly unaffected. Symptoms included no reported clinical effects. Outcomes included no change in therapy, no medical intervention, and no impact to daily activities. Investigation included a review of device history records and complaint trend analysis. Investigation of this case revealed damage consistent with physical impact to the display assembly with no evidence of performance degradation. It was concluded that the event was attributable to screen damage without impact to insulin dosing or glucose management.